Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the infusion set and another occlusion alarm occurred. Customer's blood glucose was 273 mg/dl. Reportedly, customer declined to changed the site and insulin delivery was resumed.